Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Per the instructions for use (IFU), valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  The cause of the embolization cannot be determined, however, may be related to patient/procedural factors (viv in a stent-less prosthesis, vertical anatomy of the ascending aorta and device manipulation) may have contributed to the event and/or the mechanism described above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported from our affiliates in (B)(6), per europcr 2019 "migrating valve in valve tavi", a 29 mm sapien 3 valve was implanted in a 27mm surgical valve in the aortic position via transfemoral approach case, difficulty positioning the valve was found due to stent-less aortic prosthesis and vertical anatomy of the ascending aorta. After removing the balloon, the new aortic prosthesis migrated into the left ventricle. After ¿bouncing around¿ for a few heartbeats it positioned itself in the left ventricle (lv) outflow tract, and prosthesis went into the lv outflow tract causing obstruction. Immediate circulatory collapse occurred. Resuscitation with veno-arterial ECMO insertion was performed. Wire crossing the prosthesis was unsuccessful. Surgical removal of the prosthesis and aortic valve replacement were performed successfully. Unfortunately, the patient expired 14 days after the procedure due to multiorgan failure.  As per medical opinion, valve-in-valve (viv) was difficult in a stent-less prosthesis, and in predominant regurgitation with no or little calcifications.